Event description:
Patient was brought to o.r for laser vapoenucleation of prostate. During case, about 6 minutes after start of procedure, ceramic tip of inner sheath 24 fr - catalog # 8655.3841 ( part of wolf morcellator set tray cat. # 8585.025) broke off and came loose in the bladder. Piece was successfully retrieved by dr. No injury to patient. The case finished and patient safely.